Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported on (B)(6) 2025 between 1600-1700 the device shut down during an infusion of heparin. Heparin was programmed to infused at 20 units/kg/hr. The volume to be infused was 250ml. The total volume of heparin was 25,000/250ml. A new bag of medication was hung. The pcu was plugged into the ac power outlet and only the lvp module shut down. There was patient involvement, but no harm.